Manufacturer narrative:
As reported through the competent authority (B)(4), two 100 cm. 5 fr. Tempo sim 2 catheters presented with fracture in the proximal and distal portion, during preparation. One of the catheters also presented with other cracks below the distal portion. It is not possible to request additional information, nor send the acknowledgment letter. Additional information was received from (B)(4), which clarified that the issue with the catheters occurred during separate procedures on a different day. Therefore, another complaint file will be opened to address each issue separately. The product was not returned for analysis. Review of lot 15880920 revealed no anomalies during the manufacturing and inspection processes. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(6). The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported through the competent authority ((B)(4)), one (1 each) 100 cm. 5 fr. Tempo sim 2 catheters presented with fracture in their proximal and distal portions, at the moment of the use in the patient. One of them presents other cracks below the distal portion. The contact name is confidential. It is not possible to request additional information, nor send the acknowledgment letter. No additional information will be available.